Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper line break. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and the clip was placed. However, the physician decided to reposition the clip, but the gripper line broke during gripper actuation; therefore, the clip was not deployed. The cds, clip and gripper line were removed without any issue and no medical intervention was required. Two clips were implanted, reducing mr to 1-2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported issue was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided a definitive cause for the reported gripper line bend and break cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.